Manufacturer narrative:
Results and conclusions: the screws were not returned and no photos were provided, so evaluation was unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not reported therefore the device history record was not able to be reviewed. The labeling was reviewed and provides instructions regarding proper device usage.

Event description:
It was reported that two screws broke post-operatively and were causing the patient discomfort. The patient reports that he is unable to pass his dot physical examination with the broken screws. This is report one of two for this event.

Event description:
It was reported that two screws broke post-operatively and were causing the patient discomfort. The patient reports that he is unable to pass his dot physical examination with the broken screws. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00323.

Event description:
It was reported that two screws broke post-operatively and were causing the patient discomfort. No other information was available. This is report one of two for this event.